Manufacturer narrative:
Discrepant negative reaction in antibody screening for one proficiency sample. The most probable root-cause of the discordant negative antibody screening result obtained by the customer is sample-related, proficiency¿s anti-e (rh3) antibody being weak and at or around the detection limit of the reagents and technique used. No general product failure was identified. No biased result was reported to the proficiency supplier. No patient was harmed.

Event description:
A customer complained after obtaining what was described as a discordant negative reaction in antibody screening test for a proficiency sample using ortho biovue system anti-igg cassette in conjunction with an ortho vision biovue analyzer. Complainant/complaint reporter name: mrs (B)(6), laboratory technician. Event date: (B)(6) 2019. Reported on: 06 february 2019 by the customer to ortho care helpdesk. Software version: (B)(4). Reagents: ortho biovue system anti-igg cassette, lot igc045h, expiry date 24 may 2019, manufacture date 26 september 2018; 0.8% surgiscreen, lot 8ss9070, expiry date 19 february 2019, manufacture date 18 december 2018. Sample information: sample is from (B)(4) distributed on 21 january 2019. Sample 4 is having a weak anti-e (rh3) antibody (titer 1 vs r"r cells). Sample ID is (B)(6). The customer said that on (B)(6) 2019 at 15h53 they had tested sample 4 of (B)(4) for antibody screening in iat technique using ortho biovue system anti-igg cassette and 0.8% surgiscreen in conjunction with an ortho vision biovue analyzer ((B)(4)) and that they obtained negative reactions with the three cells of the red cell reagent ((B)(4)). The customer said that the same proficiency sample was tested for antibody screening in iat using the same reagents lots with other ortho vision biovue analyzers and that they obtained a weak positive reaction (0.5+ reaction strength) with cell 2 and negative reactions with cells 1 and 3 of the red cell reagent. No further detail was provided. The customer reported that no biased result had been reported to the proficiency supplier. No patient had been harmed as a result of the reported event.